Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 50mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference is not within acceptable range. Insulin delivery was suspended due to sensor glucose of more than 60. Threshold suspend limit in sensor settings was 60. Blood glucose at time of incident was more than 140mg/dl. Current blood glucose is 164mg/dl. Current sensor glucose is 128mg/dl. The sensor will not be returned for analysis.